Event description:
Procedure: wedge resection. Reportedly, the stapler was fired, however, the staple cartridge broke off the gun. It stuck on the lung tissue which required the or staff to disassemble the device to remove it with piercing towel clip. Cartridge was removed. This extended the or time by 20-30 mins however there was no injury to the pt reported.